Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The investigation confirmed the problem and determined the fluid leak was due to a gouge in the tip of the transducer resulting from accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. The transducer was replaced to address the customer's immediate concerns and no further similar events were reported.

Event description:
A customer reported their 3d9-3v transducer was leaking oil. This probe is associated with the epiq elite ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. A replacement transducer was shipped directly to the customer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.